Manufacturer narrative:
Concomitant medical products: dtba1d1, crt-d, implanted: (B)(6) 2014. Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically cut but not breached. There was blood on the proximal conductor. Visual summary analysis of the lead indicated damage at implant. The analyst noted that visual inspection found only a tiny cut on the outer insulation. With the large volume of blood ingress on the proximal conductor and length of implant, it is likely that the extrinsic insulation breach that was observed during analysis occurred at implant.

Event description:
It was reported that the right ventricular (rv) lead exhibited short ventricular intervals, oversensing and a high impedance measurement due to possible fracture. Defibrillation therapies were turned off and the lead was to be revised. It was later reported that the rv defibrillation coil exhibited a spike in impedance but had since returned to baseline range. The pace/sense portion of the lead was later capped and replaced. High superior vena cava (svc) impedance was subsequently observed and both leads were thought to have fractured due to clavicle crush. The original defibrillation lead was capped and replaced and the lead being used to pace and sense was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.